Event description:
It was reported that the insulin gauge displayed a different amount than expected, showing 0 units instead of the anticipated 200 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and agreed to call back for troubleshooting if the issue recurs.